Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. Upon remote testing, the rse suggested to check on dcps input and output status in m cabinet and host pc software and sib status. Upon functional testing, the fse checked the dcps on m-cabinet and found there was no output. To resolve the reported issue, the fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not start-up and the countdown got stuck at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the power supply in the m cabinet which resolved the issue. The device was returned to use in good working order. Philips has continued to investigate of this complaint.